Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient has been experiencing elevated blood glucose levels and dka. The patient reportedly was hospitalized for two days related to a stomach flu due to food poisoning (vomiting/diarrhea/ketones). The reporter indicated that the patient's blood glucose levels were not elevated at the time. During this time the reporter indicated that the patient's insulin delivery rates were lowered because that is what they were told to do. While in the hospital the patient complained of stomach pains and it was found that the patient had a urinary tract infection. The patient was put on antibiotics. The patient remained on the pump at all times and was also on IV fluids. The reporter indicated that the patient is now out of the hospital and experiencing elevated blood glucose levels. The reporter indicated that they do not always follow recommendations for the pump, and they adjust dosage based on recommendation. Additionally she changes the basal rates frequently as needed. This report is being made based on the allegation that the patient experienced elevated blood glucose levels potentially related to adjusting delivery rates without physician recommendation. It is concluded that the patient's hospitalization is not related to a blood glucose excursion, but due to gastroenteritis due to food poisoning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to the end of pump use on (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. The data from the time of the reported event is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.